Event description:
The customer reported that on (B)(6) 2011 an erroneous, high creatinine (crem) result was generated on an unicel dxc 800 synchron system for one patient sample in conjunction with a urea test result. The initial, erroneous crem result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The initial crem result exceeded the urea/crem result ratio and was therefore retested on another instrument. The crem result was lower and considered valid. Instrument crem quality control (qc) results met customer established specification during the timeframe of the event. No additional system information or sample handling/collection information was provided by the customer. Actual patient results were not provided by the customer. The initial result was generated from a capped sample. The repeat result was generated from an open tube.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) could not find anything wrong with the crem module.